Event description:
It was reported that during a laparoscopic gastic bypass and laparoscopic cholecystectomy procedure, the surgeon attempted to place clips on the cystic duct, but he clips appeared to prematurely eject from the jaws of the device during the firing sequence. Surgeons tried several more times with the same results. The case was completed with same like device. There was no patient consequence.